Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the stent was loaded on the guide catheter via the suture. The suture was tensed/twisted/wrapped around the proximal barb of the stent. During the evaluation, the suture was detached to observe the distal end of the guide catheter and the stent. The visual evaluation revealed the stent was deformed, as the proximal barb did not align with the distal barb. The suture hole was slightly torn. The guide catheter was stretched and broken near the proximal end. The distal end of the guide catheter was kinked/bent (suture impression). The proximal broken piece of the guide catheter was stuck on the guidewire. The outer diameter of the guidewire measured approximately 0.024". There were no damages on the guidewire. The guide catheter stuck on the guidewire is an indication the guidewire was not completely retracted into the endoscope prior to the deployment activity as instructed in the dfu of the product. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is user error. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The stent would not deploy and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.